Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the stone was captured within the basket. The physician attempted to crush the stone, but the stone was unable to be crushed. The alliance handle was then used in conjunction with the basket to try and crush the stone. The stone was still unable to be crushed. The physician then attempted to detach the tip in order to release the stone, however, the handle broke, the tip failed to detach and the stone was impacted in the basket. The handle of lithotripter basket was then cut and the physician tried to attach an olympus emergency handle to the lithotripter basket. The olympus emergency handle was not compatable with the lithotripter basket and the case was aborted. The basket and stone were left inside the patient, and patient was sent to a (B)(6) hospital that was equipped with the sohendra lithotripsy system. The sohendra lithotripsy system was used to crush the stone and successfully remove the basket from the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine. Additional information (B)(4) 2013: received (B)(4) which revealed that the patient was hospitalized overnight before being transferred to the (B)(4) hospital.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the stone was captured within the basket. The physician attempted to crush the stone, but the stone was unable to be crushed. The alliance handle was then used in conjunction with the basket to try and crush the stone. The stone was still unable to be crushed. The physician then attempted to detach the tip in order to release the stone, however, the handle broke,the tip failed to detach and the stone was impacted in the basket. The handle of lithotripter basket was then cut and the physician tried to attach an olympus emergency handle to the lithotripter basket. The olympus emergency handle was not compatable with the lithotripter basket and the case was aborted. The basket and stone were left inside the patient, and patient was sent to a tertiary hospital that was equipped with the sohendra lithotripsy system. The sohendra lithotripsy system was used to crush the stone and successfully remove the basket from the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Only the distal portions of the coil and basket assemblies were returned; the proximal end of the coil and basket assemblies had been cut by the customer and the proximal section of the device including the handle assembly was not returned. Visual evaluation of the returned portion of the device found that the basket was extended approximately 2 cm and the tip was intact. The sidecar-rx was torn and pushed approximately 9 mm past the distal end of the coil assembly. The sheath was torn in multiple places and the coil was buckled. Review and analysis of all available information failed to indicate a most probable root cause for this event. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.